Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2014 with the following findings: visual inspection revealed that the battery compartment was cracked and damaged. The battery compartment threads were found to be damaged. The returned battery cap was damaged and was not able to be secured to the pump. A test battery cap was also not able to be secured to the pump. The pump was not able to be powered on due to the battery compartment and battery cap damage. The pump case was removed and no evidence of moisture or loose components was observed inside the pump. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that that the battery compartment was cracked and the battery cap threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.